Event description:
Device malfunction: none. Symptoms/ae: intervention to implant dislodged stent in unintended site. Time of ae: approximately 4 months post procedure. It was reported that an omnilink stent 7x18 was successfully implanted in a lesion in the common and external iliac arteries in 2008. In 2009, another interventional procedure was performed to repair a lesion in the contralateral superficial femoral artery, approached from the side in which the omnilink stent had been implanted. During the long procedure through the implanted stent, the procedural sheath became stuck on the omnilink stent and the stent was unintentionally moved a short distance from its implantation site into the external iliac artery. The stent was dilatated with an unspecified balloon to fully implant the stent in the external iliac wall. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The stent remains in the pt's anatomy and the stent delivery system was not returned. Without device investigation or clinical image review, a thorough analysis could not be performed. The part and lot number combination were not provided; therefore, a review of the lot history record could not be performed.